Event description:
Customer reported a collimator iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and tightened the interconnect cable connector. System operates as intended. This MDR is related to ge healthcare complaint.